Event description:
Boston scientific performed a retrospective data analysis on guidezilla ii using the pinc ai healthcare database from premier. Patients are identified through use of guidezilla ii as identified in charge master billing. Adverse events were identified through the respective cpt/ICD-10 coding. The procedures were performed from april 2024 through september 2024. These analyses are being performed as a specific activity to assess safety and performance rates associated with the subject device. Guidezilla ii outcomes were assessed against similar/benchmark products. Rates of the adverse events including mortality, vessel trauma, embolism, arrhythmia, organ insufficiency/failure, bleeding/hemorrhage/hematoma, hypotension/hypertension, thrombosis, infection, myocardial ischemia/infarction, stroke, additional intervention/prolonged procedure are reported below. A total of 19,859 patients underwent a procedure using guidezilla ii. The following is a summary of those results over a 6 month period (april 2024 through september 2024): mortality rates for guidezilla ii cases: 535 out of 19,859 patients resulting in a rate of (B)(4), compared to the competitor rate of (B)(4). The safety rate lower confidence interval for mortality is lower than the upper confidence interval set by the similar/benchmark products in the analysis. The rates are similar; therefore, the safety goals were met.

Manufacturer narrative:
B2 date of death and b3 date of event: data was provided for events recorded april 2024 through september 2024. (B)(6) 2024 selected as the earliest possible date of event and date of death. Data obtained for this study is de-identified before being accessed by boston scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to bsc. Detailed product information was not provided to bsc and no further information is available. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information.

Event description:
Boston scientific performed a retrospective data analysis on guidezilla ii using the pinc ai healthcare database from premier. Patients are identified through use of guidezilla ii as identified in charge master billing. Adverse events were identified through the respective cpt/ICD-10 coding. The procedures were performed from (B)(6) 2024. These analyses are being performed as a specific activity to assess safety and performance rates associated with the subject device. Guidezilla ii outcomes were assessed against similar/benchmark products. Rates of the adverse events including mortality, vessel trauma, embolism, arrhythmia, organ insufficiency/failure, bleeding/hemorrhage/hematoma, hypotension/hypertension, thrombosis, infection, myocardial ischemia/infarction, stroke, additional intervention/prolonged procedure are reported below. A total of 19,859 patients underwent a procedure using guidezilla ii. The following is a summary of those results over a 6 month period (april 2024 through september 2024):mortality rates for guidezilla ii cases: 535 out of 19,859 patients resulting in a rate of (B)(4), compared to the competitor rate of (B)(4). The safety rate lower confidence interval for mortality is lower than the upper confidence interval set by the similar/benchmark products in the analysis. The rates are similar; therefore, the safety goals were met. H11: b2 date of death and b3 date of event: data was provided for events recorded x. X selected as the earliest possible date of event and date of death.data obtained for this study is de-identified before being accessed by boston scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to bsc.detailed product information was not provided to bsc and no further information is available. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information.

Manufacturer narrative:
B2 date of death and b3 date of event: data was provided for events recorded april 2024 through september 2024. (B)(6) 2024 selected as the earliest possible date of event and date of death.data obtained for this study is de-identified before being accessed by boston scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to bsc.detailed product information was not provided to bsc and no further information is available. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information.device analysis resultsdevice technical analysis:the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.risk review: a risk review was performed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusion:regarding the reported impact code has been assigned a cause code of cause not established following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.